Event description:
It was reported that during a surgical procedure, it was noted that the router was chattering. No further information was provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that the router was chattering. No further information was provided.